Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with roughly 300 units of insulin. There was no reported adverse impact to the customer's blood glucose. The call was dropped with tandem technical support and further information regarding the minimum fill issue could not be gathered. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.